Event description:
It was reported that a patient underwent a partial left knee procedure. The patient continues to suffer from pain, swelling, and limited activity approximately one and a half years post implantation. The patient experiences a scraping sensation and sharp focal pain when the knee is bent past 90 degrees. The patient has undergone rehabilitation and had an xray and ultrasound, which confirms irritation to the lateral collateral ligament on the side where the products are implanted, but no further medical intervention has been reported. At the time of this report, no further information is available and the patient outcome remains unknown.

Manufacturer narrative:
(B)(4). Event date: patient has indicated that they have experienced complications since implantation in october 2020. Implant date: (B)(6) 2020. Concomitant medical product: unknown partial tibial tray: catalog#ni, lot#ni; unknown partial femoral component: catalog#ni, lot#ni. Foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2022-00975; 0001825034-2022-00977. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MDR number: 0001822565-2022-02495.